Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Bhcg qc has been within the customer's established ranges. Specific qc data has not been supplied to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A clear root cause has not been determined to date for this event, with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining false positive bhcg results above the normal reference range for one (1) patient. Subsequent testing on an alternate instrument produced lower results within the normal reference range. False positive results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.